Manufacturer narrative:
A case of lead migration and ineffective stimulation was reported to abbott. The leads were replaced on (B)(6) 2026, no complications during the procedure and therapy restored. No explanted product is being returned, facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.